Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in other tissue') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (date of births: (B)(6) 2006 and (B)(6) 2012). Concurrent conditions included overweight and bipolar disorder. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower ("pain: lower abdomen"), genital haemorrhage ("abnormal bleeding (general)") and back pain ("pain: lower back"), 1 day after insertion of essure. On (B)(6) 2013, the patient experienced abortion spontaneous ("pregnancy: termination"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal) and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, abdominal pain lower, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: the coils were embedded in other tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in other tissue') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 (date of births: (B)(6) 2006 and (B)(6) 2012). Concurrent conditions included overweight and bipolar disorder. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced abdominal pain lower ("pain: lower abdomen"), genital haemorrhage ("abnormal bleeding (general)") and back pain ("pain: lower back"), 1 day after insertion of essure. On (B)(6) 2013, the patient experienced abortion spontaneous ("pregnancy: termination"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, abdominal pain lower, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage and dyspareunia outcome was unknown and the menorrhagia, vaginal haemorrhage and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram on (B)(6) 2012: the coils were embedded in other tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received : previously reported event of "injury" was replaced with pain: lower abdomen. New events: "abnormal bleeding (general), pregnancy: miscarriage, pregnancy with contraceptive device, abnormal bleeding (vaginal/menorrhagia), dyspareunia (painful sexual intercourse), pain: lower back, device embedded & device ineffective¿ were added. Patient demographics, medical history, lab data, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.